Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 800 mg/dl. The customer stated that he felt no symptoms at the time of the hospitalization, but his doctors felt that he may have also had an infection. The customer was taken off the insulin pump, and put on an insulin drip at the hospital. When his blood glucose reached 300 mg/dl, he was put back on the insulin pump, and his blood glucose went back up to 500 mg/dl. The customer stated that his doctors wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.